Event description:
The manufacturer received information related to a rep dreamstation auto CPAP with an allegation of black particles in the humidifier. The patient reports cleaning all tubes, device with water only and washes humidifier in the dishwasher. The patient is concerned that the black particles will harm their lungs. The patient did not provide pictures of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.